Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage at site event on 19-may-2024 after one hour insertion. The blood glucose level was 330mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.